Event description:
The doctor claims that the graft, implanted as a thoracic aneurysm replacement, "oozed" (leaked) approximately 500cc of blood from its walls during the procedure. The leakage was stopped by the application of fibrin glue and intergard wrapping around the graft. There was no injury to the pt. The graft was left in. The pt is doing well.